Event description:
It was reported that customer experienced pixel issue on pump display and pump screen was black and would not turn on, affecting ability to read and interact with pump. There was no adverse impact to the customer's blood glucose level. Customer used backup insulin pump for continued insulin delivery.